Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va1brpn, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a fall five days prior to the call and the ins area was sore. The patient was having a backache as well as tingling and warm feeling at the incision site. The patient also reported that they feel like the wire is moving, but the patient was able to sync and adjust settings at the time of the call. The patient reported that they were unable to "change channel," but the patient's healthcare provider (hcp) was able to "change channel." A later call from the patient indicated that the patient's right leg went totally numb and that is "what started all this" and the reason for the implant is from all of this. The patient saw a nurse at their healthcare provider (hcp) office and the nurse "worked with the machine" and told the patient that they had broken "3 wires" and now the patient only had 1 channel left. The patient also mentioned getting sick and "agitated back there." The patient reported that in the lower part of their back they had "temporary surgery" and the patient can feel the wire protruding out like a circle that moves back and forth. The patient's hcp thought that this was scar tissue from the trial. The patient had an x-ray which showed that the wires was not broken, but was arching out and moving back and forth which was reported to have started 2 days after the patient's fall. The patient reported that they cannot wear stretchy pants or pants and it is irritating. Patient status is unknown and the patient was advised to follow-up with their hcp. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that the patient was experiencing irritation/agitation at the location of trial after being implanted with an implantable neurostimulator. Patient reported that pain healthcare professional (hcp) had x-ray of location confirming that the lead was intact and that the irritation/agitation was probably scar tissue from the trial. Additional information was received. Consumer reported they had x-ray and doctor consultation. It was reported there was a device issue and that they "fell on the left side 2 weeks later." The area around the interstim was sore and was in a lot of pain. Patient guessed it was "from wires that broke?" It was also reported that there was not scar tissue from the trial but that the wire was moving but still attached. It was reported that they scheduled surgery due to the fall but they were put back on alignment and the surgery was cancelled. Patient reported they have 1 channel that works but something they get irritated and sore from it and turn it off for a day or two and then turn it back on. No further information reported.